Manufacturer narrative:
No definitive solution was provided; philips service suggested diagnostic steps. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that exposure issue; suspected x-ray tube fault on a azurion 3 m15. The clinical use of the system was unknown. There was no reported patient or user harm.